Event description:
In 2009, pt underwent surgery for chiari/malformation with cerebellar tonsillar herniation down to the base of c1. The procedure was a suboccipital craniectomy with c1 and c2 laminectomy, dural expansion with dural grafting creating decompression of the brainstem and upper cervical cord. Dura-guard was cut into a triangle shape with the "point down". The base of the dura-guard was sutured at c2 and then at 2 points at the top to hold it in proper position. A 4-0 nurolon suture was then used on each side of the patch until it was thought to be water tight. Saline was injected into the subarachnoid space and the physician spent about 15 minutes sealing any areas for potential leakage and the dura-guard patch appeared to be water tight. Fibrin sealant was applied over the dura-guard, followed by a layer of duragen and another layer of fibrin sealant. The procedure completed without complication. At an unspecified time post-operation, the pt was diagnosed with chemical meningitis. The pt was treated with antibiotics and no additional surgical interventions were required. The pt improved and was released from the hospital on an unspecified date.

Manufacturer narrative:
Dura-guard is still implanted in the pt, therefore, no product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.